Event description:
It was reported that patient was hospitalized with signs of acute withdrawal. Withdrawal began on (B)(6) 2012 as the patient began showing signs of increased spasticity, and had clonus throughout his lower extremities. The family immediately took patient to the managing healthcare provider (hcp) office. Upon examination, it was concluded that the patient was not in withdrawal, but was likely suffering from an issue with some kind of bowel obstruction as this was noted to have occurred several times in the past as the cause of patient's increase in tone. He did not show signs of fever and no other testing was done so patient was referred to the gi (gastrointestinal) physician. Because of the suspected gi issues, patient was admitted to the hospital on (B)(6) 2012. Issues with bowel were ruled out and the pump was then suspected as a potential cause for withdrawal. At this time a plain film x-ray was ordered, and the catheter fracture was discovered. Surgery was performed on the same day wherein the spinal segment of the catheter was only revised. A proper priming bolus of the catheter was done immediately following surgery. Patient was doing much better thereafter and was receiving his medication again. Drug delivered via the pump was gablofen, 2000 mcg/ml, 494 mcg/day through a flex dosing program.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709, serial # (B)(4), implanted: (B)(6) 2004, explanted: unk.